Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative regarding a patient who was currently (as of (B)(6) 2017) receiving baclofen [4,000.0 mcg/ml] at a dose of 1,326.2 mcg/day and dilaudid [20.0 mg/ml] at a dose of 6.631 mg/day simple continuous via an implantable pump for intractable spasticity. It was reported via pump event logs examined by a manufacturer's representative on (B)(6) 2018 at 14:27 with the last change being on (B)(6) 2017 that low reservoir alarm occurred on (B)(6) 2017 and the empty reservoir alarm occurred on (B)(6) 2017. The logs showed ¿pump refill occurred¿ on (B)(6) 2017. No symptoms/complications were reported related to this event.